Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation quit. They stated that they were able to charge their implantable neurostimulator last week with full coupling. However, they noted that within the past couple of weeks, they have had to move the recharging antenna all over to get the ins to recharge. At the time of the report, the patient got the reposition antenna screen. Additionally, the patient was unable to communicate using the programmer; a poor communication screen was seen. The patient was redirected to their healthcare provider. They were sent healthcare provider listings, as they currently did not have a healthcare provider. No further complications were reported. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.